Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 450 mg/dl. In addition, it was reported that customer experienced difficulty loading the cartridge onto the pump. Reportedly, the customer noticed o-rings from previous cartridge and "gunk." Customer removed the o-ring and cleared the "gunk" and was able to successfully load the cartridge.